Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the patient contacted animas, alleging history settings issue. The patient stated that they had a blood glucose (bg) of 329mg/dl with nausea, drowsiness and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was noted that the basal history does not match the active basal program. This report is being reported due to the bg excursion the patient experienced due to an alleged history settings issue.